Event description:
It was reported the patient had not used or charged her scs system in approximately 2 years. It was reported her ipg was no longer able to establish communication with external devices. Follow-up identified the device was explanted on (B)(6) 2013. No further information is available at this time.

Manufacturer narrative:
A 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.